Event description:
A physician reported that pt, diagnosed with cataract, underwent in 2003, ultrasonic emulsification surgery and intraocular lens (ceeon 911a) implantation. Two days later they developed aqueous flare in the anterior chamber of the left eye and, through special examination, inflammatory cells were observed. The lens was not explanted and the pt's hospitalization was prolonged. At the time of the present report the outcome of the adverse event was unknown. The case was considered serious/disability.